Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. Due to daily use of 1st cannula since (B)(6) 2021 it is got cracked so we opened a pack of 2nd cannula but while using it we are facing a problem, that while mother coughs it comes out from the tracheostomy kit and it happens regularly